Event description:
Per the clinic, the patient developed an infection at the implant site, for which oral antibiotics were prescribed (type and dosage not reported.) The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.